Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent air bubbles were observed within the tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 289 mg/dl.